Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 387 mg/dl. Customer's blood glucose at the time of call was 421 mg/dl. Customer had symptoms of "not feeling great". Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was not able to complete troubleshooting due to being at work and would call back. Customer called back in order to complete high pressure test. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.